Event description:
It was reported that the device has high measured values (spco# 8% &spmet#13%). There was no known impact or consequence to the patient.

Manufacturer narrative:
Multiple attempts for product return and requests for additional info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a f/u report will be submitted.